Event description:
A testing issue was reported with the abbott diabetes care (adc) reader. The test did not start after the blood sample was applied and the customer was unable to obtain glucose readings. As a result, the customer experienced shaking, cold sweats, loss of energy, blurred vision, "a desire to eat", and a loss of consciousness and was unable to self treat. The customer was then given a glucagon injection for treatment by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated . Visual inspection was performed on returned reader, and no issues were observed. Attempted to perform control solution testing. Test did not fire (dnf). Reader was de-cased and internal visual inspection was performed on reader's pcba (printed circuit board assembly) , no issues observed. Strip port pins were visually inspected and did not observed pins moving freely when pressure was applied. Further visual inspection has been performed on the returned reader and no issues were observed. Reader powered on. Visual inspection has been performed on the reader pcba and no open strip port pins were observed .no open pins were observed during the continuity checks between strip port pins and the corresponding inductors. Attempted to perform control solution testing, test did not fire (dnf).all solder joints were reflowed on the strip port pins and performed control solution testing. All results were satisfactory. Therefore, issue is confirmed to poor solder. At this time product has not yet been returned and a valid serial number has not been provided for strip. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. An extended investigation was also conducted and the dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the device continue to be safe, effective, and perform as intended in the field. Stability data for the device was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) reader. The test did not start after the blood sample was applied and the customer was unable to obtain glucose readings. As a result, the customer experienced shaking, cold sweats, loss of energy, blurred vision, "a desire to eat", and a loss of consciousness and was unable to self treat. The customer was then given a glucagon injection for treatment by a third party. There was no report of death or permanent impairment associated with this event.